Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4) the investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: brief inquiry description: catheter shearing. Detailed inquiry description upon catheter removal the catheter appeared sheared, and tip is missing. No injury reported.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One (1) photograph was provided for investigation. Upon evaluation of the picture, one catheter was observed to be coiled and not damaged. The second catheter photographed was noted to be contaminated, used and had been sheared with the coil exposed and frayed. The reported concern was not confirmed to be result of any manufacturing process. Based on the data from the investigation, the reported defect was unable to be confirmed. A review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.